Event description:
Osteonecrosis [osteonecrosis] ([knee pain], [device ineffective], [swelling of knees], [condition aggravated]). Case narrative: initial information received on 26-apr-2019 and 30-apr-2019 (both the information was processed together with clock start date of 26-apr-2019) regarding an unsolicited valid serious case received from a physician from finland. This case involves an adult patient (demographics not provided) who received treatment with hylan g-f 20, sodium hyaluronate (synvisc) and after unknown latency experienced osteonecrosis. The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. On an unknown date in 2019 (approximately 3 months ago), the patient started using intra-articular hylan g-f 20, sodium hyaluronate (dose, frequency, lot number: unknown) for knee pain. Information on the batch number was requested. It was reported that hylan g-f 20 did not have effect but the knee pain increased and the patient experienced episodes of swelling of knee on an unknown date in 2019. The patient received a referral to an orthopedist of a central hospital who diagnosed incipient osteonecrosis and the patient was referred to acute prosthesis queue on an unknown date in 2019. The patient was using strong opiates in order to manage until the operation. The physician enquired if hylan g-f 20 could cause osteonecrosis and if hylan g-f could have an effect for this or if it was just bad luck and the pain would have been initially caused by osteonecrosis. Final diagnosis was osteonecrosis. Patient received strong opiates until operated as treatment for knee pain increased and osteonecrosis the patient outcome is reported as unknown. Seriousness criteria: medically significant for osteonecrosis. A product technical complaint (ptc) was initiated on 06-may-2019 for synvisc. Batch number unknown, global ptc number: (B)(4). The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. All finished batch records for specification conformance prior to release were reviewed as per the requirement. Any out of specification result need to be identified and mitigated through the ncr process. Adverse event reports with or without lot numbers were continuously monitored by sanofi global pharmacovigilance and epidemiology and possible associations with their corresponding product lot were assessed as part of routine safety surveillance effort to detect safety signals. Final investigation complete date was 10-jun-2019. No safety issues were indicated in this review. Additional information was received on 10-jun-2019. Global ptc number and ptc results were added. Text amended accordingly.

Event description:
Osteonecrosis [osteonecrosis] ([knee pain], [device ineffective], [swelling of knees], [condition aggravated]). Case narrative: initial information received on (B)(6) 2019 (both the information was processed together with clock start date of (B)(6) 2019) regarding an unsolicited valid serious case received from a physician from finland. This case involves an adult patient (demographics not provided) who received treatment with hylan g-f 20, sodium hyaluronate (synvisc) and after unknown latency experienced osteonecrosis. The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. On an unknown date in 2019 (approximately 3 months ago), the patient started using intra-articular hylan g-f 20, sodium hyaluronate (dose, frequency, lot number: unknown) for knee pain. Information on the batch number was requested. It was reported that hylan g-f 20 did not have effect but the knee pain increased and the patient experienced episodes of swelling of knee on an unknown date in 2019. The patient received a referral to an orthopedist of a central hospital who diagnosed incipient osteonecrosis and the patient was referred to acute prosthesis queue on an unknown date in 2019. The patient was using strong opiates in order to manage until the operation. The physician enquired if hylan g-f 20 could cause osteonecrosis and if hylan g-f could have an effect for this or if it was just bad luck and the pain would have been initially caused by osteonecrosis. Final diagnosis was osteonecrosis. Patient received strong opiates until operated as treatment for knee pain increased and osteonecrosis. The patient outcome is reported as unknown. Seriousness criteria: medically significant for osteonecrosis. A pharmaceutical technical complaint was initiated with global ptc number: (B)(4).